Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Initial inspection of the device noted blood and contrast on the device and inside the lumen. The hypotube, collar, distal shaft and tip were microscopically inspected. Microscopic examination noted a complete shaft separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 145 guidezilla was selected for a percutaneous coronary intervention (pci). During the procedure, this device was used during the insertion of a non-bsc stent but it was unable to cross the lesion. When the device was removed out from the patient, the collar part was almost detaching from the base. The procedure was completed with a non-bsc catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 145 guidezilla was selected for a percutaneous coronary intervention (pci). During the procedure, this device was used during the insertion of a non-bsc stent but it was unable to cross the lesion. When the device was removed out from the patient, the collar part was almost detaching from the base. The procedure was completed with a non-bsc catheter. No patient complications were reported and the patient's status was good.